Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connecta plus3 red leaked before use. The following information was provided by the initial reporter: routine inspection during the trial period found leakage.

Event description:
It was reported that connecta plus3 red leaked before use. The following information was provided by the initial reporter: routine inspection during the trial period found leakage.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9030816. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.